Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-07795. It was reported log files were submitted after a controller fault alarm. During log file analysis by technical services, it was noted there were 2 no external power events on (B)(6) 2021, while the device was connected to the mobile power unit (mpu). The external backup battery engaged during this event and there was no interruption in pump support. On (B)(6) 2021, there was a similar no external power event while connected to the mpu. The patient switched to battery power and the alarm resolved. On (B)(6) 2021 at 8:14 am, the patient attempted to switch back to their mpu and the system controller experienced an internal fault alarm. The patient then went back to battery power, but the alarm persisted. The pump maintained it's set speed until the driveline was disconnected from the controller on (B)(6) 2021 at 9:04 am. It was recommended to discontinue use of the mpu and system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) were confirmed via analysis of the log files. The submitted log file and the log file downloaded from the returned controller contained approximately 15 hours of data combined (18dec2021 at 19:19:50 ¿ 19dec2021 at 10:26:11 per the timestamp). Power cable disconnect, low voltage hazard and no external power alarms were active on 18dec2021 from 23:39:44 to 23:39:48 and from 23:39:51 to 23:40:20 due to losses of ac power while connected to the mobile power unit (mpu). Multiple no external power alarm were also active on 19dec2021 from 7:32:00 to 8:48:32 due to a total loss of power while connected to the mpu; a number of the no external power alarms also activated while connected to the mpu and appropriate voltages were shown on the log file. The no external power events while connected to the mpu on 19dec2021 appear to be associated with issues on the patient cable as the voltage drop observed is not consistent with a loss of ac power. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation, and if any unusual events at the time of the observed alarms were reported; however, no response was received. No information was provided regarding if the ac power cord became loose from the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect, low voltage hazard and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.